Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had a black substance on the bottom of the handle. There were no adverse consequences reported with the event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A black substance was found on the bottom of the handpiece and then reported. Based on the investigation details, the substance is most likely a bi-product of the autoclaving process. Service repaired and returned the device to the customer.